Manufacturer narrative:
Possible under delivery anomaly not confirmed during testing. No device problem found. Device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer allege insulin pump was under delivering and also experienced high blood glucose. Customer¿s blood glucose level was 338 mg/dl at the time of incident and current blood glucose value was 341 mg/dl.. Customer feels ok to troubleshoot. The insulin pump will be returned for analysis